Event description:
It was reported that during a percutaneous coronary interventional procedure, a vessel perforation occurred. The lesion being treated was located in the very calcified right coronary artery (rca). This was a 4 hour long case. The rotalink burr perforated the vessel wall and could not be removed. The pt was taken to surgery, where the rotalink burr was retrieved through the aorta. Pt status following surgery is reported as 'fine'. Although multiple requests for additional info have been made, nothing has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.